Event description:
It was reported that there was unmeasurable atrial lead impedance, atrial capture failure, and a possible lead fracture, but because the patient was being followed up closely, the "the patient's damage was not great". At the system revision procedure, both the analyzer and a new pacemaker confirmed normal atrial lead impedance and pacing. The pacemaker was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.